Manufacturer narrative:
The device involved in this incident has not been returned for evaluation; we will submit a follow up report when we receive and evaluate the device.

Event description:
Per the reported information, the patient had a tenex procedure on his right proximal hamstring on (B)(6) 2016. The patient experienced feeling of foreign body in his outer thigh eight months after the procedure. The physician removed a 5 cm metal piece from the patient by opening a 3 mm incision at the anterior end where the foreign piece was located. The 5 cm metal piece removed from the patient was reported as being the metal sheath of the tx2 microtip. An ultrasound was performed after the removal and it was verified that no foreign material was remained in the patient. To date, there have been no side effects or other issues related to this incident. This event was also reported to the FDA through the FDA medwatch reporting program (mw5072607).